Event description:
A pt underwent a mitral valve replacement for a thombosed mechanical valve. A tissue valve was implanted. The pt had previously undergone mitral valve replacement approx. Two months earlier for a thrombosed mechanical valve.